Manufacturer narrative:
The customer¿s experience with failing display boards was confirmed on the 10 returned display boards during testing. Risk assessment dir: 10000285368 notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification ((B)(4) was issued to improve the manufacturing process. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode." CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported a high rate of dim display on their lvps while performing pm. There was no patient involvement.